Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the estimated remaining longevity decreased to 33% and a battery depletion (bd) alert was displayed on the monitoring system. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected and a safe replacement window of 90 days was recommended. The device was explanted and replaced. No additional adverse patient effects were reported. The patient did not give consent to return the device back to boston scientific for analysis.